Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a blank display. The customer also reported receiving a low battery alert on their insulin pump. Customer's blood glucose was 171 mg/dl. The customer stated their battery did not last for more than one week. Customer also reported receiving a blank display after changing their battery. The customer stated they have dropped their insulin pump once in the past. Troubleshooting could not be completed at the time of the call. No additional information provided.